Manufacturer narrative:
Height adjustment racks.

Event description:
It was reported by service report that the height adjustment racks are bent. No pt involvement or adverse consequences are reported.